Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was not working properly and the lid of the device was not holding was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the handpiece device was creating noise. The assignable root cause of this condition was determined to be traced to component failure if additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the mechanics of the battery handpiece seized. It was noted that the handpiece device was creating noise. It was further determined that the device failed pretest for check of free moving and check history. It was noted in the service order that the device was not working properly and the lid was not holding. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.